Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the surgeon put the tissue in the crotch perfectly and closed the jaws and held them there. He went to fire and held the blue button down. Halfway through, the device stopped the firing; the pin slowed and stopped. He tried to press the blue firing button again but nothing happened. He waited a few seconds and then tried pressing it again, but still nothing happened. He then pressed the silver button to open the jaws and the knife blade retracted. They used another device to cut the remaining tissue reinforcement specimen that was attached to the stomach. They also had to cut the load of tissue with the stuck reinforcement material off of the patient. Another device was used to correct the condition. The current patient status is okay. No other known adverse events reported.

Manufacturer narrative:
Manufacturer reference: (B)(4). The device was returned on 08/15/2016.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of three reloads, including one (1) unsealed device and two (2) sealed devices. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of reload 1 noted that the sulu was received opened with the blister. Jaws were open and it was partially fired with staple pushers visible at the 5cm cut line and staples protruding to the 4 cm cut line. Both distal sutures were intact. A piece of trs material was under the intact distal anvil suture. Proximal sutures were severed. Anvil clamping mechanism was deformed. Visual inspection of reloads 2 + 3 noted that the sulus were received unopened in blister packages. There were no visual abnormalities noted. During functional evaluation, reload 1 was loaded into a pmv powered stapler handle (pmv# 0019) with a battery pack (pmv# 0033) and a standard adapter (pmv# 0039). The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and the test media was cleanly transected. Proximal sutures were released. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. During functional testing of reloads 2 + 3, the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. All staples were placed and the test media was cleanly transected. Trs material was properly released. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Replication of the reported condition may occur if the powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur due to application over tissue that is beyond the recommended thickness range or application with an obstacle incorporated in the jaws. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.